Manufacturer narrative:
Date of event: exact date unknown, event occurred after the implant procedure date of (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7082751.

Event description:
It was reported that the patient's midline incision had delayed healing and redness was noted at the wound site. The midline incision was open at the top with no edema, drainage, or tunneling observed. The patient was referred to wound care.

Event description:
It was reported that the patients midline incision had delayed healing and redness was noted at the wound site. The midline incision was open at the top with no edema, drainage, or tunneling observed. The patient was referred to wound care. Additional information was received that the patient was placed on antibiotics.